Manufacturer narrative:
Corrected data from initial report: the initial MDR 2520313-2019-00051 was submitted with an incorrect lot number (8409883). The correct lot number should be 8409063.

Event description:
The site reported the following: a radiology technologist reported that upon opening two ctp-200-fls syringe kits, a white powder was observed on the syringes. The technologist elected not to use the syringe kit. There was no injury or adverse event.

Manufacturer narrative:
Bayer product analysis received and examined the returned syringe kits. Visual examination confirmed the presence of white particles in the returned kits. Further evaluation determined that the white particles were concentrated near the syringe drip flanges and there were traces of the particulates within the styrene tray. Also noted were abrasions to the tyvek covers at the point of contact for the syringe drip flanges. Product analysis determined that the cause of the reported particulate is abrasive action between the syringe barrel drip flange and tyvek cover. A 12 month review of complaint history determined a frequency of 4.06 complaints per million.

Event description:
The site reported the following: a radiology technologist reported that upon opening two ctp-200-fls syringe kits, a white powder was observed on the syringes. The technologist elected not to use the syringe kit. There was no injury or adverse event.